Event description:
Prior to "flying" to (B)(6) for an appointment, on june 3rd I had an in-depth conversation with (B)(6). I explained to her I wanted to fill my glutes specifically for competing and it was really important that we get it right, I shared my size, which was competing in 4 weeks and what I wanted to accomplish. She stated they can fill my glutes, and it is pretty easy considering they have done a lot of these. To secure my appointment, she asked for a deposit, which I gave her in the amount of (B)(6) on june 3rd. I asked her about how much it would cost to get the filler, and she said probably closer to (B)(6) depending on what size I want. I then scheduled an appointment with them. First time I came in was on june 25th, where they stated I really needed more filler to see anything. I agreed and asked what I should expect. They said I can get back to working out and life the next day, but that I may be bruised a little. Since I agreed to this, they charged me another (B)(6) on june 25th. I explained to them, again I was competing in 4 weeks and she said, " absolutely no problem". I was extremely clear this was a big deal as every npc show I do costs about (B)(6). I did the procedure, and my glutes looked beyond deformed (they have these pics) not only after the procedure but since june we have been back and forth, and we are now in november with no help from them or looking better. Right after the 1st procedure summer their np said, "it will look bad for a couple of days and then you will start to look better. After a week, I texted and called (B)(6) to advise they still didn't look good and she stated to just massage it and it would be ok, but to keep in touch. As I got closer to my show, it was a little better, but it didn't look remotely normal and under any lighting it looked extremely disformed. I ended up having to do my first npc show for the year on july 6th and I was extremely "embarrassed and was asked to get off the stage". It looked so bad that I called them as soon as I got off stage. I sent her pictures immediately of me at the show. Summer got on the phone and was defensive right away and said- you are just too lean, and I haven't done anyone your size. I do not know what you want me to do!! You need to put on a couple of pounds. I explained to her this is exactly what I discussed with (B)(6) and you prior to injecting, and they said sorry, but we cannot fix it unless you come in for us to look at it. So, I booked a flight, rented a car, booked a hotel and spent (B)(6) again to come back. I understand that not everything is perfect and paid to come back. During this session, summer stated that she wasn't really sure what to do, but I just needed to gain weight and adding more product would help camouflage the issue, (B)(6) came in and said I cant do anything on the pmma, but I can help out on other filler that will help he issues. I paid again, another (B)(6). They then filled my glutes with more product. They stated this should fix things. Fast forward and it did nothing to help but spend more money. I have spent months giving them the opportunity to fix the issue, but this entire process started at (B)(6) (per our conversation) and in total I have paid them- (B)(6) for something they stated would only be about (B)(6). Last appointment I had, I asked them both what to do and summer said, "what do you want to do"? We can inject steroid and see if it shrinks the beads or wait, it is up to you, I stated I have no idea how to fix it and that they are the professionals. I asked on numerous occasions to speak to their medical director and rep who sells the product, and they never had them present or let me speak to them. I absolutely did not trust them any longer and went to another doctor that said this was not pmma! He had to drain the product, and lipo out whatever they injected. That cost me (B)(6) to fix the issue. Prior to this I gained weight (11lbs) per their instructions, and it did absolutely nothing.